Event description:
It was reported that the light went out, visibility was completely lost. No significant delay or patient injury were reported. Back up was available to complete the procedure.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. Additional information was received to confirm the event occurred during case set up which means it was before the case so there was no patient and loss of visualization could not occur inside the patient and affect him/her, therefore the reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.